Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 26 devices had damaged components. 1 device had a misaligned component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported the unit had reduced brake force. No patients were involved.